Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. As received, the belt failed incoming testing, specifically the ECG fall off test. The cause of the test failure and non-functional ecgs was isolated to broken brown (lead 1-) and orange (lead 2-) wires in the cable connecting ECG c and d. The root cause for the broken wires was excessive force on the cable. No adverse event resulted from the defective belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the ecgs were non-functional.